Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had faulty fiber optic sockets. There was no patient involvement

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the cable assy, fo sensor extension. Functional and service tests - ok.

Manufacturer narrative:
Updated fields; b4, g1, g3, g6, h2, h6, h11 corrected fields: e1.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions) h11.

Event description:
N/a.